Event description:
A report that the pt's precision sys was explanted due to meningitis was received. The physician did not give any further info or clarify if the meningitis was device related. The pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluations as they were discarded by the medical facility. A review of the mfg documentation for the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory. This is the final report.